Event description:
The customer reported being unable to perform a 12 lead ECG during use on a patient with chest pains. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4).